Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. On (B)(6) 2012, the patient underwent a gastric bypass procedure. During this procedure the surgeon noted serious adhesions with massive intergrowth to the omentum. The surgeon needed to perform total adhesiolysis causing additional time to the surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.